Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported spare lamp would come on intermittently during an unspecified procedure involving an olympus xenon light source. The procedure was completed with the same device. There was no patient injury reported.